Event description:
The customer reported to olympus that during forceps/cleaning brush insertion the colonovideoscope channel was 3/4 blocked. The device was returned for evaluation. During the device evaluation, foreign material was found in the air water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found several issues including bending manipulation and insertion tube defects, angulation malfunction, the angle wires were stretched. Problem with aspiration system, defects on the suction cylinder with red paint around suction cylinder faded/missing with deterioration due to stress during reprocessing (caused by handling). Collapsed or damaged bending section/second bending section/passive bending section, physical stress (being caught/pinched/knocked over/dropped). Insulation malfunction / electric safety test failed on the insertion section (the insulation resistance value between distal end and connector is out of specification). Chip/ crack/ melting/ scratch of the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.